Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the clip on the hematocrit saturation probe was broken. The device was used for the procedure. There were no reported adverse consequences to a patient as a result of this event.